Manufacturer narrative:
No end user information provided. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states unit will not turn on. The device was returned for evaluation. Per the itemized repair statement, the complaint of unit not turning on could not be duplicated. The concentrator powered on. However, the horn was found to be defective, cutting in and out.